Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia following an occlusion that stopped insulin delivery and was not addressed, with the device issuing high glucose and occlusion alerts and the user subsequently administering multiple doses of subcutaneous lyumjev insulin by pen. Symptoms included feeling fine. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education on occlusion management, alert review, and guidance to pause insulin and disconnect after taking outside insulin, with assistance provided for later reconnection. Investigation of this case revealed an insulin occlusion in the infusion set and cartridge leading to high glucose, compounded by continued device disconnection and use of outside insulin without timely resolution of the occlusion. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and failure to address an occlusion.